Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer array placement to the wound infection cannot be ruled out. Wound infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Contributing factors for wound infection in this patient include concomitant lomustine (carries a black box warning for myelosuppression. Source: lomustine prescribing information), prior radiation, chemotherapy, and prior surgery affecting skin integrity.

Event description:
A 52-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2016. On (B)(6) 2026, novocure was informed that the patient had been hospitalized since (B)(6) 2026, due to inflammation of a scar associated with an unspecified procedure performed in the prior year. Previously, on (B)(6) 2025, novocure was informed that the patient had been hospitalized from (B)(6) 2025, for removal of cranial hardware (metal implant). Following the surgery, the patient temporarily discontinued optune gio therapy and resumed therapy on (B)(6) 2026. Multiple attempts were made to contact the prescribing physician; however, no response was received.